Event description:
The customer reported that the device failed shift/system defib (paddles) test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed shift/system defib (paddles) test. There was no pt involvement. The philips field service engineer evaluated the device, but found no trouble with the device. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, because the symptom was not duplicated.